Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ketone level of 7 [blood ketone body increased] hyperglycemia [hyperglycaemia] displaying an error message [device information output issue] when they perform a flow test, the product comes out, but not as usual. [Device delivery system issue]. Case description: this serious spontaneous case from france was reported by a consumer as "ketone level of 7(blood ketone body increased)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "displaying an error message(device image display error)" with an unspecified onset date, "when they perform a flow test, the product comes out, but not as usual.(inaccurate delivery by device)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index not reported. Dosage regimens: novopen echo plus: medical history was not provided. Concomitant products included - needle, unspecified(needle). On an unknown date patient used novopen echo plus that was displaying an error message. They have had the pen for less than three years. Because of this malfunction, the patient was reporting hyperglycemia and a ketone level (blood ketone body) of 7. When they performed a flow test, the product came out, but not as usual. Batch numbers: novopen echo plus: mvg8t20 action taken to novopen echo plus was reported as unknown. The outcome for the event "ketone level of 7(blood ketone body increased)" was unknown. The outcome for the event "hyperglycemia(hyperglycemia)" was unknown. The outcome for the event "displaying an error message(device image display error)" was unknown. The outcome for the event "when they perform a flow test, the product comes out, but not as usual.(inaccurate delivery by device)" was unknown. Reporter's causality (novopen echo plus) - ketone level of 7(blood ketone body increased) : unknown hyperglycemia(hyperglycemia) : unknown displaying an error message(device image display error) : unknown when they perform a flow test, the product comes out, but not as usual.(inaccurate delivery by device): unknown. Company's causality (novopen echo plus) - ketone level of 7(blood ketone body increased) : possible hyperglycemia(hyperglycemia) : possible displaying an error message(device image display error) : possible when they perform a flow test, the product comes out, but not as usual.(inaccurate delivery by device) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated preliminary manufacturer's comment 13-march-2026: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigational results: name: novopen echo plus rouge, batch number: mvg8t20 the electronic register was checked. A number of end of dos mismatched and time out dose were observed. The battery voltage was below. 2.6v. The readout revealed indications of use of the pen with no flow in the delivery system and it re-vealed also of an unintended use of the pen. Visual examination and functional testing were performed. The memory display showed ''error'' upon receipt. The dose selector module was tilted. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was per-formed. No foreign matter was found in the pen on the electronic parts. The memory display was either be blank or show "error" or "end" after injection. Due to the error in the electronic part of the pen, the data transferred to the app was impacted. Furthermore, the user might experience that the dose selector pops up unintended after expelling of a dose. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk. The electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app was impacted. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user splited the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection and the data transfer experienced from the pen to the app might be impacted'. The observed problem was caused by unintended use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission, the following information has been updated: device available for evaluation was updated. Is non-reportable updated as no, investigation results were updated, final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab, b,c and d, g (imdrf) codes updated in device addendum tab, narrative was updated accordingly. Final manufacturer comment: 10-apr-2026: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary examination, it was found that the memory display showed error message due to using the pen with no flow in the delivery system. However, when tested with new cartridge and needle, the device was found to be normal. The results were found to comply with specifications. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The display error had no impact on the mechanical function of the pen. H3 continued: evaluation summary: name: novopen echo plus rouge, batch number: mvg8t20. The electronic register was checked. A number of end of dos mismatched and time out dose were observed. The battery voltage was below. 2.6v. The readout revealed indications of use of the pen with no flow in the delivery system and it re-vealed also of an unintended use of the pen. Visual examination and functional testing were performed. The memory display showed ''error'' upon receipt. The dose selector module was tilted. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was per-formed. No foreign matter was found in the pen on the electronic parts. The memory display was either be blank or show "error" or "end" after injection. Due to the error in the electronic part of the pen, the data transferred to the app was impacted. Furthermore, the user might experience that the dose selector pops up unintended after expelling of a dose. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk. The electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app was impacted. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user splited the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device the memory data in the device revealed that an attempted injection did not turn out to be successful